Event description:
Customer reported the sys is rebooting on its own. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and tightened the isolation transformer connections. Sys operates as intended.